Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2024 , it was reported that the patient encountered infusion sets's tubing were bent. Infusion set was in use for 36 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.